Manufacturer narrative:
Concomitant medical product: addr01, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was observed on the right atrial (ra) lead. Oversensing of noise was also noted on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.